Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an oral/ dental procedure on unknown date and suture was used. Two weeks following the procedure, the suture has not dissolved so the surgeon had to take the suture off himself. There were no adverse consequences for the patient reported. Additional information has been requested.

Manufacturer narrative:
The initial procedure was a tooth extraction.